Event description:
It was reported that the customer had normal blood glucose levels in the range of 90 mg/dl to 120 mg/dl. The customer reported a no delivery alarm from the insulin pump. The customer also reported a motor error alarm from the insulin pump during rewind. The customer changed the entire infusion set and also installed new batteries on the insulin pump. The customer also reported a grinding sound on the insulin pump after the motor error alarm occurred. Troubleshooting was done. The customer reported that the insulin pump was not exposed to any strong magnetic field. The customer reported that they were able to complete the rewind sequence on the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.